Event description:
It was reported that a patient underwent a proctocolectomy procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the needle color was black when just open the package . Changed another one to complete surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number is "s23020005 ". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there evidence that could suggest that the reported suture was part of a product mix in the package? Could you kindly verify whether the foreign matter discovered is of a biological. Nature, such as the presence of blood, insects, hair, or any other biological substance? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned product revealed that one foil and a winding former of product code vcp1772d were received for evaluation. It was observed that the needle-suture combination from slot # 1 has a black needle. Based on the information currently available, the incorrect needle appearance defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.